Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the patient presented to the emergency department due to shortness of breath. It was noted that there appears to be oversensing on the ventricular lead on current electrogram (egm). The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the right ventricular (rv) lead was the lead with the oversensing. The rv lead sensitivity settings were re-programmed and the lead remains in use.